Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 14.23 pg/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated 3 times with results of 2439 pg/ml with a data flag, 3062 pg/ml with a data flag and 3207 pg/ml with a data flag. The repeat results were believed to be correct. There was no allegation that an adverse event occurred. The patient was discharged on (B)(6) 2017. The troponin t hs stat reagent lot number was 138684-04 with an expiration date of 07/31/2017. Liquid flow cleaning was last performed on 05/12/2017. Pinch valve tubing was changed on (B)(6) 2017. No issues were identified during a review of the customer¿s alarm trace and maintenance data. The quality control results were acceptable, but the control data provided by the customer exhibits a high cv. Fibrin strands and fine white particles were noted in the serum. The field service representative (fsr) visited the customer site and several parts of the instrument were replaced or adjusted. The fsr noted that the sample probe was bent and replaced it. The assay performance check was within the specified limits after adjustments were made. Based on the information available for investigation, 2 major issues were identified that could have caused the discrepant results. The customer uses a clotting time of 15-30 minutes and the fsr identified an issue with the sample probe. Possible root causes of the event may be related to fibrin strands in the sample caused by the borderline low clotting time or the misadjusted sample probe.